Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that coil protrusion occurred. The target lesion was located in the iliac artery. A 4mm x 10cm interlock -35 was selected for use. During procedure, a 3mm x 4cm interlock -35 was inserted to a unspecified catheter but was noted to be stuck. The catheter was removed with the first coil inside. Then a 4mm x 10cm interlock -35 was partially deployed when it got detached and unraveled. A portion of the coil was protruding from the target lesion and the procedure was completed. No further patient complications were reported and the patient's status was fine.